Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that the combined product failed to pass. A guidezilla ii guide extension catheter was selected for use. During the procedure, 4.0/28 non-boston scientific stent failed to pass through the guidezilla inside the patient. The procedure was completed with a different device. There were no patient complications, and the patient was stable after the procedure. However, device analysis revealed that a collar weld plate separation occurred.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device analysis findings: the device was returned for analysis; a collar weld plate separation was noted. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the DHR, returned device and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. Regarding the observed collar weld plate separation, that can occur during the procedure due to the advancement maneuvers. Based on analysis and the reported information, the reported event likely occurred as a result of factors encountered during the procedure of which can include handling of the device.